Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: the sample was visually inspected, and a delamination was observed at the union between shell and patch. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: explantation reason currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020, two mentor memorygel breast implant 400cc gel breast prostheses were received by the mentor product analysis lab with no accompanying information. The devices could not be associated with an existing complaint. Analysis on the devices has begun, but is not complete yet. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of two gel breast prostheses is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This medwatch report is for the 1st of the two devices.